Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported she was hospitalized twice for low blood glucose. Customer stated that the first event was on (B)(6) 2015 and she fell 4 times due to the low. Blood glucose value was around 22 mg/dl and she was hospitalized for 5 days. The second event was on (B)(6) 2015, she was at the doctor's office and fell over and the doctor had her admitted. She was released the next day. Customer was wearing the insulin pump. It was found that the time was an hour ahead and the doctor has been changing her basal rates because felt they were too high. Customer was also calling because she could not deliver a bolus. She was assisted with tuning on the bolus wizard. Nothing further reported.